Event description:
It was reported that the device would not fully power on and was not able to do the "self test and beep". Also "the alarm does not turn off but the unit turns off". Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the top case was chipped. The right plunger case was cracked. Unable to review event history log (ehl) due to blank screen with constant alarm. Per functional testing, blank screen with constant alarm at power up. The complaint was confirmed. The root cause was an incomplete update process by customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced chipped top case, cracked right plunger case, along with all the plastic parts of the plunger case. Installed v1.6.5 software. Performed power up process, preventative maintenance (pm) and all functional tests which passed.